Event description:
Surgeon reported concern with port catheter product. Procedural note states "port was then pulled out of its pocket, and attention was given to placing tension on the catheter to try to pull out the catheter. Slow even tension was used to pull the catheter out. When the presumed last few inches of the catheter were pulled out from its tunnel, the catheter more abruptly came out and I felt a tug on the catheter. Pressure was then held in the left subclavian area. We could see that the surface of the entire catheter, except for the presumed tip, appeared to not be smooth, white and glistening like it usually looks like at removal, but rather it had a rough white surface that looked powder-like, and "corroded" as the anesthesiologist described it. All of the markings indicating the numeric length of the catheter were absent as a result, on the catheter along its entire length, so we could not count back distance from the tip of the catheter removed to ensure it had been entirely removed. As such, intraoperative fluoroscopy was pursued to see if any obvious retained catheter was seen either in the vascular system or in the subcutaneous tissues of the left chest, to see if any obvious radiodense object consistent with any retained catheter was seen, as a cord-like area was palpated in the left lateral chest, half the distance between where the port had been located and the left subclavian area--as such a small stab incision in the transverse direction was made at that location only a quarter of an inch long to explore those subcutaneous tissues there and we could not find any obvious retained catheter at that location. A radiologist reading is still pending of course on the intraoperative fluoroscopy static films images recorded. It appeared grossly that the length of catheter attached to the port approximated what one would think the length of the catheter should be, given what the patient's initial chest x-ray looked like at the time of port placement, which was reviewed intraoperatively." Pathology report: gross description: the specimen is received fresh, labeled "left subclavian port-a-cath" and consists of a 2.3 x 1.5 x 0.9 cm white, plastic, ovoid port-a-cath which is inscribed "bard 7114". Attached to the port is a 22.0 cm in length segment of gray-white plastic tubing. No sections are submitted. The specimen is for gross diagnosis only.